Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient began feeling overdose symptoms 15-20 minutes after a pump refill. It was noted the healthcare professional (hcp) used ultrasound to confirm the needle was in the pump and the drug was going into the reservoir. The patient was driven home after the refill by their daughter. On the way home, the patient was "not listening to her" but "ok" and was unable to exit the car. The daughter left to get mail and when she came back, the patient was "stiffening" and was unable to be roused. The patient was immediately driven back to the refill facility and stopped breathing. The patient was given an IV bolus of narcan, but it had limited effect. The patient went into respiratory depression a second time in the room. The pump was programmed to minimum rate and they commenced an IV of narcan. The patients blood pressure increased from ~90/50 to ~160/90 and appeared to become more coherent. The patient was hospitalized and the logs were checked. The pump was used to deliver morphine, hydromorphone and clonidine. It was further reported the patient was not prescribed any oral medications and was outside of the titration period.

Event description:
It was later reported that, at the time of this report, the explant date was pending.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that it was determined by the healthcare provider (hcp) that his temporary change in ultrasound technique caused overinfusion in the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: product type: catheter. (B)(4)